Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation reported by the patient are respiratory tract irritation dizziness and/or headache, other, chronic sinus congestion, upper respiratory distress and daily headaches. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported wrong information in section h1(type of reported complaint) as serious injury. After review, it was determined that section h1 should be filed as product problem. Section h1 corrected in this report.